Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a descending thoracic aortic aneurysm. It was reported that one day after the initial surgery the patient required intervention due to lower limb ischemia and a large pleural effusion, which was life threatening. The physician determined the reason of the event was device related; the distal end of the stent graft caused aortic intima rupture. A secondary intervention was done for the ischemia and the patient was sent to the ICU. The patient expired. The physician stated the cause of death is unknown.